Event description:
It was reported that an occlusion alert occurred on an ilet pump following a full set change; the caller observed that the infusion set connector was not fully locked at the 12 o¿clock position despite no air bubbles or leaks, and the alert cleared with insulin delivery resuming. Symptoms included hyperglycemia with a reported blood glucose of 368 mg/dl, and the caller denied associated signs or symptoms. Outcomes included no reported medical intervention, no hospitalization, and self-management with expectation of glucose reduction after alert resolution. Investigation included troubleshooting and user education regarding occlusion alerts and proper connector engagement. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential contribution from an occlusion condition related to the infusion connection not being fully seated, though the device delivered insulin after the alert cleared. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.